Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported activation failure was unable to be confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they are related to operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the tortuous anatomy during advancement and retraction of the device causing the reported failure to advance and difficulty to remove. The investigation was unable to determine a conclusive cause for the reported activation issues as the device deployed without issue during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information was provided. The 2.50x15mm rx xience alpine sds failed to reach the target lesion due to interactions with the anatomy. The sds was inflated to 11 atmospheres (atm) however the stent failed to deploy. The sds was retracted with resistance noted. Another device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that during treatment of restenosis at the distal edge of a previously deployed stent, there was an attempt to deploy the stent xience alpine 2.5 x 15 mm in the circumflex artery. The attempt was unsuccessful because of the non-progression of the stent in the target lesion due to tortuous vessel, lesion distal to the previously deployed stent. No additional information was provided.